Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This is an indication that the device would not have enough power to deliver effective defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has made numerous attempts to contact the customer regarding the status of their device. Physio has been unsuccessful in reaching the customer and it is unknown if the device will be returned to physio for evaluation. The cause of the reported failure could not be determined.